Event description:
I have worn the dexcom continuous glucose monitor for nearly a yr now, as I no longer get very many symptoms of low blood sugar after having type 1 diabetes for approx. (B)(6) yrs. I find that the device works okay during the daytime, however, the alarm (which is a critical and life-saving part of this device) does not have an adjustable volume, and I frequently sleep right through its alarms and my low blood sugar episodes. I have notified the MFR of the device on several occasions and asked if they could update the next model with an adjustable volume so that it could be turned up in certain situations or for people who slept through it (which according to my diabetic educator, is not an uncommon event). I also reported, to the MFR the adverse event which I am reporting today which occurred on (B)(6) 2011, when I was wearing the device while taking an afternoon nap. My blood sugar got low, but again I did not wake up to the dexcom alarm until it had been alarming for more than 45 minutes (based on review of the monitor after this event). By that time, my blood sugar was dangerously low. Monitor only said "low," as it was below the lowest level that the device could measure, and I was disoriented and unable to help myself. I stumbled out of bed, lost consciousness and fell in the bathroom. When I fell, I hit the marble countertop and split open my nose. When I finally "came too," I was sitting on the bathroom floor with a pool of blood between my legs, and blood dripping from the open gash on my face. There was a stain of blood on the countertop where I had apparently hit my head (nose) when I fell. At the time I "came too" awareness, my dexcom was alerting and later review showed that it had apparently been alerting for more than 45 minutes. I required a trip to the ER, where I received treatment for my low blood sugar, x-rays of my head and face, and 8 stitches to close the wound on my nose. I have photographs and medical records which I can submit if you require further documentation. This event could have been prevented by simply updating the dexcom continuous glucose monitor to have a louder alarm and/or adjustable volume level. Had I fallen down the stairs, instead of in the bathroom, or had I received a horrible head injury when I hit the marble countertop in the bathroom, I could have been killed, therefore I feel that this incident was indeed life-threatening. Additionally, while this incident is the most severe that I have experienced, I have experienced many other episodes of low blood sugar due to the fact that the dexcom alarm was too soft to awaken me and the dexcom was functioning normally. Given the critical nature of this device for people who do not get adequate symptoms of low or high blood sugar levels, this device is not nearly loud enough. The alarm is not even as loud as the one on my insulin pump, failure of which is far less acutely life-threatening. Please ensure that the next model of the dexcom approved by the FDA has corrected this issue to prevent others from having similar adverse events and to improve the critical value of this medical device. Dates of use: (B)(6) 2010 -- (B)(6) 2011.